Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized and she was in coma for a few days due to unexplained low blood glucose. Customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Caller stated that the customer's insulin pump was over delivering it was giving more insulin then it should. Caller stated that while the customer was giving a bolus the insulin pump just shut off. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.